Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported a loss or change of therapy. The patient stated that on (B)(6) 2017 they got a shot on either side of their urethra to make them stop peeing, but it was the other thing and not botox. On (B)(6) 2017 all they drank was one styrofoam cup of hot chocolate and they were fine until after 8pm. Then they got into their car and put one leg in and filled the seat with urine. The patient said that they did not even need to use the restroom. It was coming out so much it filled their boots. The therapy was noted to be off. The situation was resolved once the therapy was turned on program 3 at 2.3 volts. The patient did not know when it got shut off, but their manufacture representative noted that sometimes when you go through electric doors it shuts off.